Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-nov-2024. Investigation summary: bd received one hundred and thirty-five (135) samples for investigation. Ten (10) samples were randomly selected and evaluated by functional testing and the indicated failure mode for overfill with the incident lot was not observed. Ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Additionally, all returns and one hundred (100) retains were visually examined, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of overfill. Bd was not able to identify a root cause for the indicated failure mode. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that an unspecified number of tubes overfilled. As a result, one patient had multiple recollections. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that an unspecified number of tubes overfilled. As a result, one patient had multiple recollections. There was no health impact or consequence reported.